Event description:
It was reported that after using a bd angiocath-n autoguards IV catheter, the active safety mechanism did not activate until the clinician "jerked it" and the clinician received a needle stick injury. The source patient is hiv/aids positive. The clinician received routine post exposure lab work and prophylactic antiretroviral medication.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).